Event description:
It was reported that the pump's touchscreen was unresponsive, rendering the customer unable to interact with it. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with instructions from technical support but the issue persisted. Consequently, the customer opted to use multiple daily injections as a backup therapy and agreed to return the faulty pump using a pre-paid label provided by the company.